Manufacturer narrative:
Follow-up #1: date of submission 02/24/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/03/2017 with the following findings: during investigation, the audio bolus button cover was found to be detached/missing. The audio bolus button was unable to be tested. Unrelated to the original complaint, the pump was cracked between the case seal and the keypad cover, and between the case seal and the display lens.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (audio bolus button damage prior to tactile change) issue. The reporter alleged the audio bolus button was under responsive. The audio bolus button cover was missing/peeling prior to this occurrence. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.